Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose at the time of incident was 500 mg/dl and the current blood glucose level was 482 mg/dl. The customer was treated with manual insulin through injection. Customer reports symptoms related to high blood glucose like they were feeling well now. Troubleshooting was not performed. The device will not be returned for analysis.